Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer¿s indicated failure mode for safety shield failure with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the safety mechanism in the bd vacutainer® safety-lok¿ blood collection set malfunctioned during use.